Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. On (B)(6) 2025, it was reported that the patient experienced two wearable failures and was out of a sensor session around 2pm. It was not specified if the patient was using a bg meter during this time. At an unspecified time later, the patient reported his bg level dropped and he had a seizure. The patient was wearing a tandem insulin pump. At some point, the patient was able to call 911 and self-treat with orange juice and glucose gel. Emergency medical services (ems) arrived, but did not provide the patient with any medication or treatment. The patient remained at home and was not taken to the emergency room (ER). The patient reportedly stayed in bed all day. The patient was able to get a sensor on and working around 10pm, after the seizure event occurred. The patient was in ¿good condition¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.